Manufacturer narrative:
Summarized patient outcomes/complications of an amplatzer pfo occluder procedure were reported in a research article in a subject population with multiple comorbidities including hypertension, diabetes, smoking history, hyperlipidemia, chronic kidney disease, prior stroke, prior transient ischemic attack, prior deep vein thrombosis/pulmonary thromboembolism, migraine, history of cancer, and cortical infarction. Some of the complications reported were atrial fibrillation, transient ischemic attack, embolism, intracranial hemorrhage, stroke, hemorrhage, and death. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "device closure or antithrombotic therapy after cryptogenic stroke in elderly patients with a high-risk patent foramen ovale".

Event description:
The article, "device closure or antithrombotic therapy after cryptogenic stroke in elderly patients with a high-risk patent foramen ovale", was reviewed. The article presented a retrospective, multicenter study on whether percutaneous device closure of patent foramen ovale (pfo) was beneficial in preventing recurrent ischemic stroke in cryptogenic stroke patients aged over 60 years, with a particular focus on those who had a high-risk pfo. Devices included in the study were amplatzer pfo occluder, cocoon pfo occluder, and figulla flex ii pfo occluder. The article concluded that elderly patients with cryptogenic stroke and pfo have a high recurrence rate of ischemic stroke or transient ischemic attack (tia), which may be significantly reduced by device closure. [The primary and corresponding author was jae-kwan song, department of cardiology, asan medical center, university of ulsan college of medicine, 88 olympic-ro 43-gil, songpa-gu, seoul 05505, korea, with corresponding email: jksong@amc.seoul.kr] the time frame of the study was from january 2008 to december 2020, with follow up period conducted between december 2020 to april 2022. A total of 437 patients were included in the study, of which 161 underwent pfo closure. The number of abbott devices involved was not reported. For patients who underwent pfo closure, the average age was 66.2 years and the majority gender was male. Comorbidities included hypertension, diabetes, smoking history, hyperlipidemia, chronic kidney disease, prior stroke, prior transient ischemic attack, prior deep vein thrombosis/pulmonary thromboembolism, migraine, history of cancer, cortical infarction.